Event description:
It was reported that the device was showing air in line alarm. No patient injury was reported.

Manufacturer narrative:
A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).